Event description:
Md performed hysteroscopy with no problems. After inserting novasure device and performing measurement checks, machine would not pass. Looked back in with hysteroscope. States there is now a hole in the uterus. FDA safety report ID # (B)(4).